Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the customer returned the product lidstock of a cvc kit. The guide wire was not returned for analysis. The instructions-for-use (IFU) provided with this product informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked swg could not be confirmed as no guidewire was returned for analysis. The probable cause of the guide wire kinking could not be determined based on the information provided and without the guidewire being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported.